Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs lead migrated following her trial implant procedure on (B)(6) 2014. X-rays taken confirmed migration. Additional information received identified the patient's physician added a second trial lead for improved right side coverage during surgery on (B)(6) 2014. The patient now reportedly has effective stimulation.